Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (damage prior to tactile change) issue. It was reported that the ok keypad button was under responsive to user presses and the keypad was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/16/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2017 with the following findings: during investigation, the keypad cover was found to be peeling. All of the keypad buttons were found to respond appropriately to button presses. The keypad was removed and no contamination was observed under the button contacts. The pump cover was removed; no intermittent conditions were observed on the keypad flex connector. The complaint of a keypad button response issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.